Event description:
It was reported that the neuromonitor sensor was functioning properly following placement. Later, an error message indicating "no transducer detected" appeared on the display. The surgeon noted the presence of a beveled shoulder/notch in the shaft of the sensor (possibly a gouge) and another notch further down on the sensor. The surgeon believes the sensor was received in that condition.